Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead failed to capture, high and rising thresholds were also reported. It was also reported that the pacing lead was dislodged and the physician suspects failure to deploy helix adequately was the cause. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.